Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye. The surgeon made a new incision to remove the lens due to being too large and vaulted too far forwarded. Lens was exchanged for shorter one. No sutures were used. Pt is doing well.

Manufacturer narrative:
(B)(4): secondary surgery, excessive. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).